Event description:
During surgery, the screw broke at the screw head. The threaded portion was well fixed and left in place.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.